Event description:
It was reported that during an atrial fibrillation (afib) procedure, after placing a long sheath to left superior /right superior (ls/rs), a radiological finding of left atrium (la) was performed. And after placing a long sheath to right superior/right inferior (rs/ri), a radiological finding of right pulmonary vein (rpv) was performed. The blood pressure dropped when placing the navistar thermocool catheter to right superior (rs) roof to start mapping. And it was observed by fluoroscope findings that cardiac motion was different from usual. Physician suspected the cardiac tamponade and so all the catheters and sheaths were removed from the patient¿s body. Pericardial effusion was observed by the bs echo and the drainage was performed. The procedure was abandoned. This event occurred before the ablation. The patient status after the drainage was unknown. The physician commented that the event may have occurred when the sheath was placed.

Manufacturer narrative:
The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution. (B)(4).